Event description:
On (B)(6) 2010, patient reported when he removed his infusion site from his body, the cannula was bent. Patient stated he last changed out the infusion site on (B)(6) 2010 and was getting ready to change out the site tonight. Patient reported he normally changes out the infusion site every 3rd day. Patient had site in his behind. Patient's mother states he had been riding a 4 wheeler and she thinks the cannula got bent when he was riding the 4 wheeler. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.